Event description:
A fasting blood glucose lab comparison was performed on a patient. The device result was 423 mg/dl, a repeat test was performed 45 minutes later and the result was 187 mg/dl. A lab draw was done and the result was 80 mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.